Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 11 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to degenerative joint disease. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2017, the patient underwent a right knee revision due to patellar clunk and instability. The surgeon indicated the patellar tendon, prepatellar region, and distal quadriceps tendon area were all fully debrided of hypertrophic scar tissue. He reported the tibial insert rotating platform was revised. There were no allegations against the tibial, femoral components, nor patella, and they were not revised. Attune product was implanted. Doi: (B)(6) 2016. Dor: (B)(6) 2017, (rt knee).